Event description:
Allegedly the cup was loose with no bony ingrowth. Revised total assembly.

Manufacturer narrative:
Investigation is not complete. Device event code is addressed in the package insert. Additional info has been requested. The user facility is no longer in business; therefore, no medwatch 3500a report can be requested. This is the same event as 1043534-2008-00254, 00255, and 00256. This report will be updated when the investigation is complete.